Event description:
An issue was reported where a malfunction alarm occurred, displaying code malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resulted in the issue not recurring. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which they acknowledged and understood.